Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be no communication with a gap in the logs.